Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the curved rubber bond was cracked, there was a foreign object inside the nozzle, the bending angle was insufficient, the angle knob had play, the universal cord had liquid leakage, the scope connector had liquid leakage, images were not displayed due to liquid leakage, and the air/water supply cylinders were corroded, the operation part was discolored, the up/down knob was corroded. Scratches were found on the universal cord, the scope connector, the scope connector cover, the operational part, the tip cover, the hardness adjustment ring, switch 1, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of the internal circuit board of video connector caused the event since liquid leak was found in the scope connector. It is also likely the foreign material present was due to incorrect or insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.